Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. Pump trace download analysis confirmed the pump alarmed power error detected alarm. The power management tool confirmed power error detected alarms were triggered when the battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. The pump was received with minor scratched lcd window. No crack on the display or lcd window noted during physical inspection. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damage. The customer blood glucose level was 164 mg/dl. Troubleshooting was performed. Customer states that insulin pump was cracked on display. Customer stated that the insulin pump had a power error detected. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. The device will be returned for analysis.